Manufacturer narrative:
Investigation summary: a review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. The complaint is unconfirmed as no photo / samples of the reported batch were received. Therefore, root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported full medication dose is not being delivered stating that the needle clogs in the middle of use. Date of event : unknown. Samples : not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported full medication dose is not being delivered stating that the needle clogs in the middle of use. Date of event : unknown. Samples : not available.